Event description:
(B)(4). Initial repot: this non-serious case from (B)(6) was reported by a physician to our local affiliate in (B)(4). This case involves a (B)(6) female who received poly-l-lactic acid (sculptra) on (B)(6) 2007 (batch a6015, (B)(6) 2008) for fulfilling her hands. Relevant medical history and concomitant medications were not provided. The reporter states that poly-l-lactic acid was applied on patient's hand and she presented with granulomas in both hands. He also informed that the adverse event was ongoing at the time of the report. He stated that 1 bottle of poly-l-lactic acid was diluted into 8 ml of water and 2 ml was applied in each hand. Reporter's causality: highly probable.

Manufacturer narrative:
A ptc (product technical complaint) has been initiated for this report:(B)(4). Addendum for follow-up information received on (B)(6) 2008: ptc results revealed (batch number a6015): brr (batch record review) without hint to root cause. No faults, defects, damage detectable. The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.